Event description:
In 2008, the pt's mother reported that the pt was hospitalized in 2008, for 3-4 days due to diabetic ketoacidosis. He was also hospitalized 6 mos prior to this. The mother was not able to provide details of either event. She stated that on each occasion, the pt was hospitalized for a "few" days. She attributed each event to the infusion device. Prod was requested to be returned for eval.